Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. It's unknown if the ipg was set into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device and patient lost therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-14859 additional information received identified that patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.